Event description:
It was reported that, the sales consultant was notified that a fracture was fixated on (B)(6) 2021, is currently a non-union. No patient consequence. This report is for one (1) va-lcp ant/lat dist tib, 4h l. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.